Manufacturer narrative:
There was no indication of a device malfunction. All devices must meet quality requirements and manufacturing specifications prior to release. Bio-compatibility has been established. The instructions for use warns that the device must be used under the prescription of a physician. The user guide includes a decrease in platelet count as a potential risk associated with dialysis therapy and states monitoring of the patient should be performed regularly to ensure an appropriate response to therapy.

Event description:
A report was received on 22 feb 2020 from a healthcare professional regarding an adult with end stage renal disease who experienced a platelet decrease after using the nxstage device, dates not provided. The patient's kidney transplant surgery was delayed due to the reported issue on an unspecified date, approximately two months earlier, prior to the date the report was received.